Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the procedure and after all of the sutures had been passed across the rotator cuff, the tech noticed that the tip of the expressure auto capture suture needle broke off at some point, so we took an x-ray of the shoulder to see if it was in the body. Two x-rays confirmed that it was not. Case was delayed 15-20 minutes. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Event description:
During the procedure and after all of the sutures had been passed across the rotator cuff, the tech noticed that the tip of the expressure auto capture suture needle broke off at some point, so we took an x-ray of the shoulder to see if it was in the body. 2 x-rays confirmed that it was not. Case was delayed 15-20 minutes. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Additional information was received on october 12th, 2018. It was reported that the expressew was fired and the suture passed through the needle approximately ten times before the needle broke. The reporter stated that three anchors were put in. The reporter stated that the expressew 3 auto was used at the time of the event. It was reported that the device broke at the very end of the procedure. The reporter stated that a dynacord suture was used and the case was already completed when the needle broke. It was reported that a spare device was available for use.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).